Event description:
It was reported that following a percutaneous coronary intervention procedure (pci), an angio-seal was used and hemostasis was achieved; no pre-insertion angiogram was performed. A 7f terumo largefocus procedure sheath was used and there was no resistance when it was inserted into the puncture site. The patient was prescribed 100 mg of aspirin, 75mg of plavix, 7,000-10,000 units of heparin. During the evening, the patient reported pain in the right leg. An arterial brachial peripheral index (abpi) revealed the right leg was 0.52 and the left leg was 1.08. The physician suspected that the occlusion was caused by thrombus. The next day, the physician confirmed that the arterial brachial index (abi) in the right leg was 0.9. The patient has recovered and was discharged from the hospital without treatment.

Manufacturer narrative:
A device was not returned, and therefore an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.